Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: there were no occlusion alarms observed in pump history or black box. No data in pump histories from time of reported occlusions due to continued use. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. The pump exercised for 24 hours with no occlusions occurring. An occlusion was induced and pump gives appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.